Manufacturer narrative:
(B)(4).

Event description:
Additional information clarified that the reported gastric issues were other issues and not related to the implant. No issue with the implant was noted.

Event description:
The consumer reported having gastric issues. There was a report that they tried medications and was working with their healthcare pr ofessional. It was reported that there was pain in the stomach area, nausea, vomiting, diarrhea whatever eat was sick. The patient reported not related to their implant other issues. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.